Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
We had planned to replace only the head while preserving the stem, but the head could not be removed and we had no choice but to remove the stem. This is a combination of zirconia head and secure fit. During removal, the bone fractured and additional plate fixation was required. The amount of blood loss increased. Update 12/july/2021 wg: as reported by (B)(6) ra/qa: reason for revision was dislocation, stem loosening.